Event description:
The hcp reported that the total device system was explanted due to a staph infection in the device pocket. IV antibiotics were administered to the pt. The infection was resolved. A new pump was implanted in 2004. The device was not returned to the MFR for analysis.